Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 35 dilatation catheter was returned for evaluation. During the visual evaluation, the balloon was noted to have complete circumferential rupture and detached from the catheter from the distal end along with the distal tip and not returned to the evaluation. Kinks on the inner guide wire lumen are also observed. No other anomalies noted. No functional testing was performed due to the condition of the device and the nature of the complaint. As the visual evaluation of the returned device confirmed the abnormal balloon rupture and detachment, the full functional testing couldn¿t be performed due to the device's condition. The investigation confirms the reported balloon rupture, balloon detachment. However, it will remain inconclusive for the reported removal difficulty. A definitive root cause for the reported balloon rupture, balloon detachment and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of the arterial anastomosis, the pta balloon allegedly ruptured at 16 atm and broke in half. It was further reported that the tip of the balloon was completely detached and while trying to take the balloon out of the sheath, the balloon would not come out and the tip was allegedly lodged in the patient's arm. Reportedly, the whole sheath with the balloon inside was removed and the sheath was placed again, and the detached component was completely retrieved using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of the arterial anastomosis, the pta balloon allegedly ruptured at 16 atm and broke in half. It was further reported that the tip of the balloon was completely detached and while trying to take the balloon out of the sheath, the balloon would not come out and the tip was allegedly lodged in the patient's arm. Reportedly, the whole sheath with the balloon inside was removed and the sheath was placed again, and the detached component was completely retrieved using a snare device. There was no reported patient injury.